Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an alleged inaccurate delivery issue with the pump. It was reported that the patient experienced several unspecified high blood glucose levels and it was believed that the pump is not delivering accurately. There was no claim that the user¿s the bg reading exceeded 500 mg/dl and no symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported as there is an allegation against the delivery function of the pump.